Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with a mentor smooth round high profile 190cc saline prosthesis. Left sided deflation and right sided capsular contracture (baker grade unknown) were noted post procedure. As a result, bilateral prosthesis replacement with 500cc mentor memorygel breast implants was performed on (B)(6) 2020. The left sided deflation was reported under 1645337-2018-03525 on (B)(6) 2018. On (B)(6) 2020 mentor received additional information and initial awareness of the right sided capsular contracture. This report relates to the right prosthesis.